Event description:
It was reported the a-line tubing supplied in the statlock package snapping off. No other information was provided. Additional info. Received via medwatch "arterial line clave broke at the hub, and blood backed up into the line set-up. The arterial line is the bard statlock catheter stabilization device."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned for evaluation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juew1689 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (juew1689) have been reported from the same facility.

Event description:
It was reported the a-line tubing supplied in the statlock package snapping off. No other information was provided.